Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system failed to bootup, stuck at 00:00. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the issue occurred during a coronary procedure which could be completed with a delay and sometimes had to be aborted. The analysis of the system log file confirmed the malfunctioning of the flexvision pc, preventing the host-pc from connecting to the flexvision pc. The defective flexvision pc was returned to philips for further analysis. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc and hdd by the field service engineer has resolved the reported issue and updated the software and configured in to pc. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.